Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during neurovascular planned treatment. The procedure was delayed and completed as planned. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system's live monitor was displaying static. Review of the log file shows a generator exception has been accepted during normal operation. The exception class is 2, and the message indicates a warning (00yk) regarding the missing en_x signal. This pertains to the channel identification for the lateral x-ray generator. Upon troubleshooting, rse checked the system remotely and found that some of the x-ray exposure exchange had not been completed while trying to do the exposure and explained the customer that this might be because of the temporary communication error. To resolve the issue, customer checked the cable behind the monitor and was restored. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's live monitor was displaying static, impacting imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.